Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The reported the cause of death was sepsis (no details provided). It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time. This is report 2 of 3.